Manufacturer narrative:
The lead has been received for analysis. Upon completion of the failure analysis of the complaint lead, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold. This rv lead was explanted. No additional adverse patient effects were reported.